Manufacturer narrative:
The product was received within our facility and final analysis is being conducted. A follow up report is going to be submitted as soon as the final evaluation of the product has been performed.

Event description:
Per initial report: the "system ready" light did not illuminate as the unit was connected to the detachment control box (dcb). The cable was replaced to confirm failure and the same thing happened (system ready light did not illuminate). Previous and subsequent coils worked with no problems. Additional info received via sales rep's email on (B)(6) 2011 indicated that as the coil was being withdrawn from the coil mass, the coil eventually broke. A snaring device had to be used to successfully retrieve the coil which was later discarded. No pt injury reported.